Event description:
During an in clinic follow up, it was observed the patient had an episode of ventricular tachycardia (vt) that required multiple shocks, which were ineffective in terminating the arrythmia. The arrythmia self terminated. It was suspected the shocks were ineffective due to the programmed settings of the device. Reprogramming was performed and following reprogramming, the physician made the decision to electively upgrade the patient to a higher voltage device. The patient was stable.